Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for atrial fibrillation (af) with rapid ventricular response. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.